Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue was resolved without the malfunction code recurring. The customer was advised to continue using the pump and to call back if the issue reappeared.